Manufacturer narrative:
This device remains in service at this time. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
It was reported that tones were heard from this implantable cardioverter defibrillator (ICD) device and the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service at this time. No adverse patient effects were reported.